Event description:
It was reported the device was defective. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment and found the upper and lower cases to be broken, and that they along with the battery release, lead flex cover, battery drawer and keyboard were contaminated. It also found the side bail covers as well as the side bails, to be missing, the battery contacts to be compressed and the ring to be bent.